Event description:
It was reported that the site was unable to see the image in the console. The caller was unable to provide their system number. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis.